Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that during central processing, the 30-degree endoscope plus had a piece missing. There was no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope plus was analyzed. The endoscope was visually inspected and the endoscope is a new version -11 which has two gears. There was no silver circle piece missing. Additionally, the endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from the endoscope housing and evaluated and found with an endoscope adapter (aea) shaft bearing contributing to friction. The endoscope cable integrated connector was visually inspected and found to contain foreign markings and/or damaged markings.